Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis revealed that the resistance of both conductive paths was electrically continuous and no coil damage was observed. Analysis also revealed a pressure test failure due to a breach of the insulation which allowed current to jump between conductors. It was determined that the lead damage was most likely the result of a stylet puncture occurring during the implant procedure. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient had been experiencing a shocking sensation in her chest. Device evaluation noted atrial lead impedance measurements greater than 2000 ohms. An x-ray revealed the lead had been crushed under this patient's subclavian. A revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.